Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1pr6t, serial#: implanted: (B)(6) 2019, product type: lead. (B)(4). All information from manufacturer report #2182207-2020-00993 as well as manufacturer report # 2649622-2020-18720 can be found in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having their system removed to have an MRI, and a fragment of the lead was left in the foramen. On the same day, additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). They reported that the lead was broken during explant and fragments were left in patient. Additional information was received from a health care professional (hcp) on 2020-oct-15. The hcp reported that the cause of the broken lead during explant and lead fragments left in the patient was not determined however they said that tension on the lead during explant is what most likely caused or contributed to the issue. In response to the inquiry for what steps would be taken to resolve the issue the hcp replied that the patient was going to an ¿ortho spine,¿ and that the issue had not yet been resolved. When asked for weight, the hcp replied, though it is unclear if this was the intended number. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1pr6t, implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the fragment would remain in the patient. No further recommendation for removal was made by the healthcare provider.